Event description:
On 6/29/92 rptr had a bilateral mandibular joint reconstruction. Nov of 1993 rptr developed swelling in her right hip. Rptr also unable to do regular aerobics and had to have extensive physical therapy and cortisone injections in the right tmj. Rptr also experienced heel swelling and pain and neck and left hip joint inflammation. She was treated with cortisone injections. She was referred to several specialists and underwent several tests. She has been prescribed multiple medications with some side effects. Rptr has had to retire. (*)